Event description:
Pt was operated on in 2004; defect identified on mfc. Pt complained of locked knee two months later. Medial condyle tender and x-rays indicated a loose body to be present. Pt operated on the following week. Residual material easily removed. Bleeding of implant site noted once material removed.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints, which was prior to smith-nephew integration, has been conducted. As a result this complaint has been determined to be reportable.